Event description:
Legal counsel for the patient reports that patient underwent left total hip arthroplasty on (B)(6) 2004 and a right total hip arthroplasty on (B)(6) 2002. Patient alleges elevated metal ions levels, pain, discomfort, inflammation, loss of range of motion, dysfunction, metal poisoning, and metallosis. Patient's legal counsel further reports that a left revision procedure occurred on (B)(6) 2013, due to patient allegations of pain and cup loosening. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 4 of 6 mdrs filed for the same event (reference 1825034-2013-00820 & 03287 / 3289 & 3299 / 03300).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reports that patient underwent left total hip arthroplasty on (B)(6), 2004 and a right total hip arthroplasty on (B)(6), 2002. Patient alleges elevated metal ions levels, pain, discomfort, inflammation, loss of range of motion, dysfunction, metal poisoning, and metallosis. Patient's legal counsel further reports that a left revision procedure occurred on (B)(6), 2013 due to patient allegations of pain and cup loosening. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in revision operative notes indicated the presence of clear-colored fluid and a cystic defect. Revision operative notes further indicate the acetabular cup was removed without difficulty and metal staining of the tissue was noted. The acetabular cup and modular head were removed and replaced with competitor acetabular components and a biomet head.